Event description:
The accounts maintenance stated that the bed exit would not arm and the scale function wasn't working due to corrosion on the power supply board.

Manufacturer narrative:
The accounts maintenance replaced the power supply circuit board to repair the bed.